Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported thrombus appears to be related to a combination of a worsening pre-existing patient condition and procedural conditions (interaction with clot). A cause for the reported atrial perforation could not be conclusively determined. The reported patient effects of thrombosis/thrombus and perforation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) and a small pre-existing thrombus on a pacemaker lead in the right atrium for a mitraclip procedure. The leads were old and the physician felt comfortable continuing the procedure. One clip was placed successfully on anterior and posterior leaflet segment 2 (a2-p2) with residual mr grade 1+. The steerable guide catheter (sgc) was withdrawn back to the right atrium (ra) and it was noted the clots were larger. It was believed that the sgc bumped into one of the clots, tore it open, and subsequently worsened. Activated clotting time (act) was greater than 250 the entire case. To close the atriual septal defect (asd), an amplatzer septal occluder was selected. The amplatzer catheter was used to suction the clot out of the anatomy. Additional heparin was administered. The patient woke up and had no neurological impact and still has mild mr. There were no adverse patient sequelae.